Event description:
Per information provided: (B)(6) 2011 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device 1). Per op notes, "a medium perfix plug and patch (device 1) was placed over the inguinal floor using prolene sutures." (B)(6) 2013 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of perfix plug (device 2). Per op notes, "a medium perfix plug (device 2) was placed at the pubic tubercle of poupart's ligament using prolene sutures." (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent repair. Per op notes, "an incision was made through the existing scar. There was mesh (device 1) on the floor of the inguinal canal that was crumpled up. Between 2 folds of the mesh as the hernia defect." (B)(6) 2019 - patient had right groin pain and was diagnosed with recurrent left inguinal hernia thereby underwent repair wit removal of mesh (device 1 and 2). Per op notes, "attention to the left side, the perfix plug (device 2) was removed and placed a 3dmax mesh (device 3) into the preperitoneal space using tacks. Attention the right side, perfix plug (device 1) was removed and placed a right-sided 3dmax mesh (device 4) into the preperitoneal space using tacks."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2010) is considered to be a best estimate. This emdr represents the bd perfix plug (device 1). An additional supplemental emdr was submitted to represent the bd perfix plug (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.